Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial 30-day medical device report, it was reported that the patient died on an unknown date. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the dyspnea, hospitalization and intervention performed. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1+. One day post mitraclip procedure, the patient experienced shortness of breath. The next day, the patient returned to the hospital and it was confirmed that the mitral valve was functioning properly. The patient used a wheelchair for over a week, and then progressed to a walker. Prior to the procedure he had no problems walking without any assistance at all. At the beginning of (B)(6), the patient was re-admitted and put on lasix. The patient had a thoracentesis performed in which over a liter of water was removed from his right lung. It was confirmed that the mitral valve was performing well with mild regurgitation. On (B)(6) 2016, the patient had trouble breathing and was admitted. The patient was put back on lasix and another thoracentesis was performed. Over a liter of fluid was removed from both lungs. The physician suggested hospice care. After the procedure, he never walked on his own again. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of dyspnea, edema and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director stating that the procedure was successful with effective mitral regurgitation reduction which remained stable. No issue with the clips was reported. One day post procedure, the patient presented with symptoms related to pleural effusion which was most likely related to pre-existing heart failure. The cascade of events was due to heart failure, which was a baseline condition. Death occurred approximately 7 weeks after procedure and was unrelated to device. Based on the information reviewed, a definitive cause for the reported dyspnea, pulmonary edema and death could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.